Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 127 mg/dl. The pt then injected normal insulin dose and an extra 8 units from a sliding scale based on the suspect device result. The pt then had seizures and emts were called. The emts checked the pt's blood glucose on the emt's meter and it read lo. Pt was given a dextrose IV.